Event description:
Patient was ordered 24 million units of penicillin (pcn) every 24hrs. Due to pump malfunction, patient recieved an additional bag (1000ml bag) of medication. Nurse noted medication dispensed at a fast rate even though the machine showed the correct rate. Infusion stopped and md notified.